Event description:
The manufacturer received information that the device did not meet the acceptance criteria of the evaluation process for the following allegations: "rubber feet". The device was received and evaluated by the manufacturer. A review of the log files showed an error that was generated from a battery cell under voltage inside the battery pack. This error indicates that the internal battery has been depleted. The internal battery is the last power source, therefore therapy may be impacted.